Event description:
Boston scientific received information that the right ventricular (rv) lead impedances were 87 ohms the day before their routine change out procedure for their device. One day later, the shock lead impedances were greater than 125 ohms when connected to the patient's new device. The physician disconnected and reconnected the lead and the impedances were ranging from 107 ohms to 110 ohms. The physician had no complaints against the lead and device but was concerned about managing the patient if the measurements were to increase over 125 ohms again. The patient plans to follow up with the patient in about a month to re-evaluate the measurements. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available this investigation will be updated.